Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 and the drg leads were explanted and replaced with a scs leads restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(6), lot: a000121095.

Event description:
It was reported one of the patients s1 leads fractured. As a result, surgical intervention was undertaken wherein the system was explanted and replaced to address the issue. Investigation was unable to determine which of the s1 leads was fractured.